Manufacturer narrative:
(B)(4). Manufacturing site: although the current manufacturing site for uphold lite is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of three devices used during the procedure. It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, for the first device, when the physician tried to remove the dart from the capio cage after it was caught, the dart detached from suture. They opened another two devices and the same issue occurred. Reportedly, no detached piece was left in the patient. The procedure was completed with another uphold lite with capio slim device. There were no patient complications reported as a result of this event.